Manufacturer narrative:
(B)(4). Evaluation summary: the reported difficulty to insert into the anatomy could not be replicated in a testing environment thus the reported event could not be confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have caused or contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. The physician is reportedly not trained in the use of the proglide device. It should be noted that the proglide instructions for use in the caution section states that federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the device would not advance into the artery due to tortuosity. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use - was used to address that the physician is not trained in the use of the proglide device. The proglide instructions for use states: federal law restricts this device to sale by or on the order of a physician (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who is trained in diagnostic and/or interventional catheterization procedures and who has been trained by an authorized representative of abbott vascular. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.